Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# unknown, product type: lead. (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported after surgery, the physician found the stimulation of the loop resistance was too high when it was tested on the day of report. They had to replace the two leads. The resistance was normal after the new leads were implanted. The patient's current status was normal.

Manufacturer narrative:
Analysis of the lead (lot #unknown) found no significant anomaly; the lead body was cut through, the product was segmented and the conductor was crushed. All segments passed functional testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.